Event description:
Information was received that reported a patient was hospitalized in 2009, due to hyperglycemia. The reporter stated that the same day, in the morning, she changed her infusion set. Her blood glucose was normal throughout the day. That evening, she became ill with vomiting. The next morning, she was still ill and presented to the hospital. Upon removal of the subcutaneous infusion set, they found that a portion of the cannula was not attached and thought it may have been left under the skin. The reporter could not confirm or deny that the cannula was still in the patient's skin. The device should be returned for evaluation.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.